Event description:
Reporter alleged being in diabetic shock and treated by paramedics due to the blood glucose monitoring device results. Reporter stated device results of 187 mg/dl at 8:27 mg/dl and then taking 4 units of insulin. Reporter stated the same day at 1:19 pm, device result was 304 mg/dl and she felt weak. Reporter stated at 4:00 pm, a family member called the ambulance and their device read 32 mg/dl around 4:30 pm. Reporter indicated being treated with dietary adjustments and other type of treatment, type unk. Reporter stated no controls were used. A request was made for the return of the suspect device and replacement product was sent.